Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: the last bolus delivery was a 2.80u bolus on 2016-01-11 at 15:16. And the last basal delivery was on 2016-01-11. The basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 480mg/dl with symptoms of polydipsia, polyuria, rapid deep breathing, extreme drowsiness, blurred vision, thirst and moderate ketones. The patient did not receive any treatment above and beyond the usual care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct as programmed. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.